Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is february 4, 2019.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, rewind, basic occlusion, prime/compromised force sensor system, excessive no delivery and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had motor error alarm and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had received motor error alarm and performed rewind but motor error alarm reoccurred. The insulin pump will be returned for analysis.